Manufacturer narrative:
N the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient noted allergic rash that started on the chest and arms, which spread to the torso and legs on (B)(6) 2018 (patient was implanted (B)(6) 2018). As result, the trial system was explanted on (B)(6) 2018. Reportedly, patient is following up with the allergist physician. Also, allergic kit was shipped to the patient. Patient had an allergic reaction to the previous trial system.